Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was unresponsive to battery. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump deleted settings during battery change. Customer also reported that the insulin pump received motor errors and no delivery alarm and the rewind taking longer time. Customer declined for troubleshooting, however insulin pump was working. The insulin pump will be returned for analysis.